Event description:
Pt with metastatic breast cancer had placement of ivc trapease filter at hosp for pulmonary embolism 2 weeks ago now with increased severe bilateral leg swelling for 3 days. Thrombosis of ivc, iliacs and bilateral cfv, sfv and popliteal veins found on duplex. Cavography confirms thrombosis of ivc trapease filter. Pt was also on coumadin post filter placement.